Event description:
The customer reported that the display failed. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the display failed. There was no report of pt involvement or adverse pt impact. The third party (authorized distributor) replaced the display to resolve this malfunction.